Event description:
It was reported that this was a venotomy closure of the right common femoral vein using two proglide devices after an interventional ablation procedure using an 8f sheath. Reportedly, the operator skipped a step in the deployment process of the first proglide. Instead of depressing the plunger, the plunger was pulled. A second proglide was attempted; however, when harvesting the suture, the suture came out of the anatomy with the knot intact. Guide wire access remained and a third proglide device was successfully used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the perclose proglide instructions for use states: deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. Gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. The reported deployment out of sequence appears to be related to user deployment technique. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device is filed under a separate medwatch report number.